Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission shows that the pacemaker was stuck in a calibration data collection phase for at/af episodes. No intervention was performed. There were no patient consequences reported.